Event description:
It was reported by the affiliate that the (1) atw35 and the (1) tct75 were used during an unknown procedure. It was reported that the tct75 staples would not close and the (1) atw35 had a problem with the tyvek. The case was completed with another device and with no pt consequence.